Event description:
During a f/u, the device was found in standby mode and it didn't react to magnet.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.